Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and stress testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed that the batteries were depleted with no new battery insertions until ten months later. The returned batteries were energizer brand batteries. The zoll AED plus administrator's guide states " use duracell or power one batteries only". No trend is associated with reports of this type.